Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the implantable cardioverter defibrillator (ICD) "came out of the pocket" and is "uncomfortable". The device remains in use. No further patient complications have been reported as a result of this event.